Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check, the cs300 intra-aortic balloon pump (iabp) showing a message of maintenance required code #1. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked the unit found atmospheric transducer calibration is out of specification, calibrated all transducer fault rectified tested and handed over the unit in good working condition.